Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the reload was loaded onto the device and articulated fully left. The reload was fired onto four pads of red-skin foam test media. During retraction, the blowout plate was damaged and the knife bar began to herniate, preventing the reload from being fully retracted. The engineer conducting the testing had difficulty un-articulating the unit in order to unload it form the adapter. There was no patient involvement.